Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). It was determined that the returned implant did not match the reported implant. After additional customer follow ups confirmed the customer reported the correct product information (ai309762), the reported device's (tsvh16) "product to return" logs will be updated to 'no' one iimpl tapered scr-v ha 3.7 mm 3.5mm 16mm (tsvh16) was not returned for investigation. Since the reported products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item #s and lot #s provided (DHR/IFU/rmf). Appropriate documentation was reviewed. DHR reviews were completed for the subject lot number (61322430). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Sterilization records (st1344) was reviewed for the reported lot numbers (61322430), and were verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history reviews were performed for the reported lot numbers (61322430) for similar events and no other relevant complaints were identified. Therefore, based on the available information, device malfunction could not be verified for the non-returned implants (tsvh16). The reported event (medical: other) was non-verifiable for all reported devices. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided, weight unknown / not provided. Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was removed due to osteonecrosis. Patient will have to return to replace the implant.